Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive. The reporter noted that the audio bolus button was damaged prior to the tactile issues. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: on examination, the audio bolus button cover was missing from the pump; testing of the audio bolus button was, therefore, not possible. Moisture and contamination observed on the contact of the audio bolus button. Unrelated to the original complaint, the battery compartment was noted to be cracked.